Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 221mg/dl, 90mg/dl, 182mg/dl, 199mg/dl, 165mg/dl. Tests were done within 10 minutes with a difference of 33%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "he used 5 seperate fingers".